Event description:
Device exhibited noise on rv lead after new rv lead was implanted. Physician was in a hurry and adequate time for trouble-shooting was not practical. Physician asked for new device, so this one was explanted.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.